Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. The field service engineer found that the malfunctions were specifically in the controller board and the bottom spot on the boards located within the half-height drawer 4.2. The fse then replaced and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es station was not powering on. The customer reported that the user was able to remove the medication from another station and the malfunction occurred when the user was trying to issue the medication to the patient. There was a 5-min delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.